Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after small bowel resection, patient was readmitted a couple days later. Upon inspection of the original staple line it was clear the staple line came apart and that feces were leaking through the staple line. The surgeon resected and the anastomoses and performed an additional small bowel anastomoses using new reloads.